Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during an implant attempt relative to the subject pacemaker, after tightening the screw until the screwdriver clicked, the lead was removed with the pull test. An attempt was made to connect the lead again by loosening the set-screw, inserting the lead and tightening the set-screw, which resulted in connection, but intermittent capture failure was observed.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that during an implant attempt relative to the subject pacemaker, after tightening the screw until the screwdriver clicked, the lead was removed with the pull test. An attempt was made to connect the lead again by loosening the set-screw, inserting the lead and tightening the set-screw, which resulted in connection, but intermittent capture failure was observed.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
The physician reported that during an implant attempt relative to the subject pacemaker, after tightening the screw until the screwdriver clicked, the lead was removed with the pull test. An attempt was made to connect the lead again by loosening the set-screw, inserting the lead and tightening the set-screw, which resulted in connection, but intermittent capture failure was observed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt relative to the subject pacemaker, after tightening the screw until the screwdriver clicked, the lead was removed with the pull test. An attempt was made to connect the lead again by loosening the set-screw, inserting the lead and tightening the set-screw, which resulted in connection, but intermittent capture failure was observed.